Manufacturer narrative:
The insulin pump was received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage was found on the motor noted. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to verify failed battery test due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and scratched reservoir tube window. The insulin pump was returned without the belt clip unable to confirm damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to fluid and is no longer working. The customer's blood glucose level at the time of incident was 140mg/dl. The customer states the pump was exposed to water. The customer was advised the pump would be replaced and returned for analysis.